Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The product support engineer troubleshot this and confirmed the power led was turned off caused by vibration of a button operation so power switch overlay was replace. The customer reported that the issue was verified with the power switch overly. Replaced the power management (pm) board to correct the problem was issued. Failure analysis on the returned data acquisition (da) board shows that the customer returned data acquisition (da) board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the pressure accuracy and power switch led failed. The customer reported there was no patient involvement.